Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the partial lead was returned in segments, analyzed and performance data collected from the device was received and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert occurred. Rv lead integrity warning occurred (B)(6) 2014 for sensing integrity counter (sic) greater than thirty in three days and high rate non-sustained tachycardia (nst) events. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. On (B)(6) 2014, rv bipolar lead impedance measured 4047 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Beginning (B)(6) 2014, sic up to 8564, and nst episodes with evidence of lead noise oversensing occurred. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.